Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties are related to circumstances of the procedure. In this case, it is likely that when the foot was closed it captured the suture between the foot and guide. The manipulation of the device position and reopening the foot likely relived the issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after a carotid artery stenting interventional procedure with an 8f sheath. Reportedly, the suture became entangled with the device on removal. After manipulation, the device was removed without issue and the suture successfully achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.